Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. The pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform excessive no delivery test or occlusion test due to prime anomaly. The pump was received with corroded battery tube. The pump was received with broken battery tube threads, cracked case at reservoir tube window corners, cracked reservoir tube window and minor scratches on lcd window.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 269 mg/dl. The customer treated with water. The customer stated that there is a chip and crack on the battery compartment of the pump. The customer was unable to recall how the crack happened. The insulin pump was returned for analysis.